Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) at maximum outputs during the post-operation check. The lead was determined to have been dislodged. The lead was subsequently repositioned with success. The lead remains implanted. No additional adverse patient effects were reported.